Manufacturer narrative:
Title: implantation depth measured by 64-slice computed tomography is associated with permanent pacemaker requirement following transcatheter aortic valve implantation with the core valve system citation: kammler, j. Implantation depth measured by 64-slice computed tomography is associated with permanent pacemaker requirement following transcatheter aortic valve implantation with the core valve system. Journal of cardiology; june 2016; 67 (6):513¿518 (do i.org/10.1016/j.jjcc.2015.12.008) authors: jurgen kammler (md), hermann blessberger (md), franz fellner (md), alexander kypta (md), thomas lambert (md), magdalena engl (md), simon honig (md), michael lichtenauer (md), michael grund (md), klaus kerschner (md), karim saleh (md), clemens steinwender (md) earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a study was performed to evaluate implantation depth of the prosthesis as a risk factor for conduction disturbances. The study population included 89 patients, among all patients, 2 deaths occurred, which included: periprocedural annular rupture, pericardial hemorrhage and tamponade. Of these deaths, both were associated with medtronic products. The cohort study population included 53 patients (predominantly female with a mean age of 82 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among the 53 cohort patients, 28 patients required a permanent pacemaker, which included: 20 patients developed intermittent or comp lete heart block (chb), 8 had new onset of left bundle branch block (lbbb), right bundle branch block (rbbb) with first degree atrio-ventricular (av) block. Of these adverse events, all were associated with medtronic products. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of our complaint database found that this event was previously reported via MDR 2025587-2016-01022.